Event description:
During a premature ventricular contraction (pvc) ablation, a cardiac perforation occurred. During the end of the procedure the patient became hypotensive. An echocardiogram and fluoroscopy revealed a cardiac perforation for which a pericardiocentesis was performed to stabilize the patient. It was noted that the impedance was high for the duration of the procedure, but this was not believed to have contributed to the cardiac perforation. The patient remains in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.